Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
Actual sutures utilized in the procedure were returned. Sutures from the same lot, returned by the customer, were inspected and tested, and met the appropriate ussc and usp specifications for testing. In the absence of the clinically applied sutures, the exact cause for the difficulty reported could not be reliably determined.